Manufacturer narrative:
The investigation has been completed. Based on the analysis, the reported issue was caused by the occlusion alarms received.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has experienced multiple elevated blood glucose (bg) levels of over 400mg/dl. Customer alleged that there was an underlying pump issue causing the elevated bg levels. Correction boluses via the pump were delivered and manual injections were administered to address the bg level. Recommendation was made to consult with their health care provider to discuss diabetes management. The customer reported that the pump would continue to be used for insulin therapy.